Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, there was challenges with imaging. A mitraclip xtw was attempted to be placed, there was challenges with grasping the leaflet. The clip was able to grasp the leaflet when it was identified that there was possible leaflet damage. The clip was implanted and the procedure was discontinued. The final mr remained unchanged at grade 4. There was no clinically significant delay reported. It was reported that on (B)(6) 2025, the patient went into surgery which was successful.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the information reviewed, the positioning failure appears to be related to a combination of procedural conditions (imaging difficult) and challenging anatomy (lots of cords, commissural defect). The reported poor image resolution due to it being in the commissure. Additionally, the reported patient effect of tissue injury and mitral valve insufficient/regurgitation are listed in the mitraclip system instructions for use and are known possible complication associated with mitraclip procedures. The reported unspecified tissue injury resulting in mitral valve insufficiency/regurgitation (mr) appears to be due to procedural conditions. The reported hospitalization and unexpected medical intervention were the results of case specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, there was challenges with imaging. A mitraclip xtw was attempted to be placed, there was challenges with grasping the leaflet. The clip was able to grasp the leaflet when it was identified that there was possible leaflet damage. The clip was implanted and the procedure was discontinued. The final mr remained unchanged at grade 4. There was no clinically significant delay reported. It was reported that on (B)(6) 2025, the patient went into surgery which was successful.